Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of hypocupremia in a female pt who used triple salt dental adhesive cream (super poligrip original denture adhesive cream) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. In 1971, the pt began using fixodent, and in 1982 she began using super poligrip original. An unk time later, the pt "suffered hypocupremia and extensive nerve damage resulting in balance problems and difficulty walking, numbness, tingling and loss of sensation of legs, feet and hands." Use of super poligrip original and fixodent was continued. According to the claim, the events were permanent and will continue into the future. F/u info was received on (B)(4) 2011 via medical records. On (B)(6) 2009, serum copper was 32 (normal 80 to 155 ug/dl) and zinc was 103 (normal 60 to 120 ug/dl). On (B)(6) 2009, the pt requested an order to have urine checked for zinc and copper due to use of a denture cream. On (B)(6) 2009, it was noted the pt had been using fixodent and got a letter about a class action lawsuit. F/u info was received on (B)(4) 2011 via fact sheets completed by the pt and/or the pt's attorney. The pt experienced neuropathy (1999), hyperzincemia, pain of the legs/feet/hands, urinary incontinence, and mouth soreness. Super poligrip "free fresh" super poligrip extra care were used from 1982 until the time of this report, three to seven times a day, three 2.4 ounce tubes a week and three 1.4 ounce tubes a week. Fixodent complete, fixodent fresh, fixodent free, fixodent comfort, fixodent control plus scope flavor, and fixodent powder were used from 1971 until the time of this report, three to seven times per day, three 2.4 ounce tubes a week and three 1.4 ounce tubes a week. This case has been upgraded to medically serious by gsk.